Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo provided shows an activated company device. The plunger appears to be fully advanced outside of the nozzle. There appears to be no iol in the device. We are unable to determine the root cause for the reported complaint "plunger shot out suddenly much further than usual". The product was not returned for analysis. Only photo was returned. The root cause cannot be confirmed based on the returned photo alone and without evaluating the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, when iol was advancing at usual controlled steady pace, the plunger shot out suddenly much further than usual caused the lens to advance even further suddenly. The lens remains implanted. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).